Event description:
In (B) (6) 2008, the pt felt overstimulation that caused shaking. The patient felt increased stimulation in his bowel area which caused the pt to feel the urge to have a bowel movement. The patient had hip replacement surgery for necrosis scheduled for the following year. There was no incident or accident related to this complaint. In (B) (6) 2010, the pt stretched his neck to look at an eagle while driving. The pt felt shocking while driving and while getting out of the car. The pt felt a second shock the next day. The pt had hip replacement and believed that interfered with spinal cord stimulation. The leads were in the patient's neck. The pt was in contact with his hcp. The field rep was notified of the situation. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.